Event description:
It was reported that "after dialysis, the pt went home without any damage to the catheter. At home, the family noticed blood leaking from the catheter, was asked to return to the hosp." A tear was noted in the venous lumen. A new venous extension adaptor was placed.

Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specs and quality requirements were satisfied. When the investigation is complete, a final report will be submitted.